Event description:
An operating room technician reported that the plunger of an intraocular lens (iol) delivery system overrode the lens. The cartridge was returned with an intraocular lens stuck inside. There was no patient impact/injury associated with this event.